Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. Two possible lot numbers were provided; lot 61825725 (manufactured date: 01/28/2019, expiration date: 04/23/2021) and lot 62132775 (manufactured date: 04/22/2019, expiration date: 07/17/2021). A device history record review was completed for both lots and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon of a fogarty arterial embolectomy catheter became detached during use. Reportedly, the catheter was used in a patient with shunt during thrombectomy of upper arm. The tip of the catheter was detached when it was withdrawn from the patient body. The removed thrombus was visually checked but the detached fragment could not be found. Angiography was performed for the affected blood vessel, but no fragment was shown. CT was performed for the lung and other areas, but no fragment was shown. On the same day, a cardiologist pointed out that there was a shadow near shunt, however it was also suspected that the shadow could be venous valve. On the following day, angiography showed the shadow near shunt disappeared. At a later date, CT was performed again, and it showed a shadow behind the stomach, but it could not be determined the shadow was the missing tip of the catheter. There was a conversation that it was unlikely that the detached fragment in the upper arm would move to behind of the stomach. There were no patient complications reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
One fogarty catheter was returned for evaluation without any attached components. Blood was observed on catheter body. As received, the balloon latex, distal windings, and spring tip were missing and were not returned. No visible damage or abnormality was observed on the proximal windings and catheter body. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter (see specification table.)". Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of detached balloon was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ to minimize these risks, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. In this event, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.